Event description:
It was reported that the cuff appeared to be leaking and wouldn¿t stay inflated on two occasions. There was patient involvement, but no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. It was found that it is not even possible to inflate cuff as it leaks so badly. Source of leak was found to be tear in cuff. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge or incorrect manipulation with flange. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.